Manufacturer narrative:
Updated: updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign blockage/material in the air-water nozzle could not be identified and the root cause of the issue could not be determined, as there was no observed device deformation that might contribute to the retention of foreign material and the facility cleaning and reprocessing was conformed to have been implemented in accordance with the IFU. Additionally, a definitive root cause of the observed tear in the pink rubber exposing the core could not be determined, however, the issue was likely due to stress, user handling/mishandling, or other factors the event may be detected/prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation, and in addition to the reported in b5, the device evaluation found that there was a crack at the bending section cover rubber glue, there were multiple half broken elements at ultrasound medical image, and the control knob had play in the up/down/left/right directions. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope forceps/cleaning brush insertion had a blocked channel. The issue was observed during reprocessing; therefore, there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found there were tears on the pink rubber and exposed core, the air/water channel was clogged, and the nozzle was removed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.